Manufacturer narrative:
As a result of the device inspection, customer comment of "the scope also spit out water unintentionally" was not verified. The root cause of this event is unknown. If fujifilm obtains any new information in the future, a supplemental report will be submitted.

Event description:
It was reported that during the esophagogastroduodenoscopy procedure, water dripped into the distal tip and went into a patient's mouth (while inserting), due to which the patient had a laryngospasm. This occurred with two patients. After the procedure was cancelled, both patients were well. Patient #1 rescheduled at another location to complete the procedure. Patient #2 has not decided if the procedure will be reschedule. Two patients were involved in this case. (This MDR) is submitted for patient #1. 3001722928-2026-00018 is submitted for patient #2.